Event description:
It was reported that a liberator representative received a call from another supplier who provided the product to a patient claiming that the packaging changed, and so had the product, and believed it resulted in a urinary tract infection. The patient also stated that the catheter was flimsier than the ones previously used. It was unknown what medical intervention was provided for urinary tract infections. Per customer via phone on (B)(6) 2021, the complainant was a supplier and ordered a specific product for the patient. When the complainant presented it to the patient, they reported that it was not the same product as they had previously requested.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be mechanical failure, operator error, user hypersensitivity to latex, bacterial infection. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the liberator representative received a call from another supplier who provided the product to the patient. The patient claimed that the packaging had changed, and therefore the product had changed, which resulted in a urinary tract infection. The patient also stated that the catheter was flimsier than the one which the patient had been using. It was unknown what medical intervention was provided for urinary tract infections.